Event description:
The patient experienced high impedances with electrode #3 following ins replacement. It was unknown if the high impedances were due to the difficulty of removing the lead from the previous ins or if the issue happened prior to replacement. The patient was doing fine on a setting not using electrode #3.

Manufacturer narrative:
Lead model 3889 lot#, implanted, explanted. (B)(4).